Manufacturer narrative:
Product analysis: analysis was performed and found the stylus worked intermittently with the cursor and stylus function. The device was returned for scrap. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for preventative maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.